Event description:
New information noted that the lead exhibited noise. The lead was explanted. Further information was requested however, was not provided.

Event description:
It was reported that the right ventricular lead exhibited loss of capture. Further information was requested however, was not provided.